Event description:
It was reported that the patient presented into the hospital after receiving a vibratory alert for capacitor charge time limit being reached. Prior charge times and in-clinic charge times were normal. The device remains implanted. There were no consequences for the patient.